Event description:
It was reported that the leg broke off a walker and the user fell and hit his head. The user went to the hospital and required eight staples and had bruises and other contusions. Should additional relevant information become available, a supplemental report will be submitted.